Manufacturer narrative:
Further investigation of the samples was not possible due to limited sample volume. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can most likely be excluded.

Event description:
The initial reporter questioned the results for two samples from 1 patient tested with the elecsys tsh assay on a cobas e 601 module compared to the abbott architect method. It was asked but it is unknown if the questionable results were reported outside of the laboratory. The samples were initially tested with tsh on the customer's cobas e 601 module on an unknown date. The samples were also repeated by the customer using the abbott architect tsh method on an unknown date. The samples were provided for investigation, where they were tested with the tsh assays on a cobas e 601 module on 02-feb-2023. Refer to the attachment "pt-79580" for all relevant test data. The serial number of the customer's e 601 analyzer was requested but not provided. The serial number of the e 601 analyzer used for investigation is b8x5-04. The tsh reagent lot number used at the investigation site was 652947 with an expiration date of 31-jul-2023.